Event description:
Complainant alleged that during a routine shift check by a clinician the device's 4:1 button stuck and therefore the device was not able to continue pacing. Complainant indicated that there was no patient involvement in the reported malfunction.